Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor on the same day, due to failed sensor, the wire was missing. The patient removed the sensor pod from her body without the transmitter attached, which is a practice against cgm's user's guide recommendations. Patient reported that she could see the wire protruding from her skin at the insertion site, and removed the wire. At the time of her call into technical support, patient reports that she is in fine condition.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.